Manufacturer narrative:
The pump passed all functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected pump error 130 alarm was noted during testing. However, pump error 63 alarm was confirmed in the pump history due to a cold solder joint on the keypad assembly. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm did not command motor movement (pump error 130). Customer's blood glucose at time of incident was unknown. Customer was assisted in performing displacement test and it alarm hard low level failures (pump error 63). The customer tried self-test again and with the same error again. The customer was advised that we are sending replacement pump.